Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported device displays connection issue courtesy error message was not confirmed as analysis did not identify any anomalies with the fiber connector. However, analysis identified that the glass cap was detached and not returned. Glass cap detachment can occur due to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact or probing. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached and not returned. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The connector passed the segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Investigation conclusion: the observed glass cap detachment is consistent with fiber that experienced tissue adhesion, and constant heavy tissue contact, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user that if the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. If excessive tissue or debris is allowed to accumulate on the laser fiber cap, over heating of the laser fiber cap will occur leading to premature laser fiber degradation and/or laser fiber failure. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, an error message indicated that the fiber was not connected. The procedure was completed with a second fiber without patient complications. The fiber was returned and analysis found that the glass cap was detached.